Event description:
This spontaneous case was reported by the lay press and describes the occurrence of pelvic pain ("so much pain / the pain was with me first thing in the morning and last thing at night"), reduced bladder capacity ("I¿ve been left with reduced bladder capacity"), genital haemorrhage ("bleeding") and post procedural infection ("after the operation [removal], she developed an infection") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (age seven and five at time of report). The patient was (B)(6) at the time of the report. In (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("I had a lot of pain afterwards, not just in my stomach but also my thigh, worse than childbirth"), syncope ("agony of having essure inserted was so severe that she fainted") and complication of device insertion ("complication of device insertion"). In (B)(6) 2016, the patient experienced post procedural infection (seriousness criterion medically significant), abdominal distension ("bloating") and complication of device removal ("after the operation [removal], she developed an infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reduced bladder capacity (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("a couple of weeks after insertion I tried to have intercourse with my husband and it was very painful"), post-traumatic stress disorder ("post-traumatic stress disorder") with tearfulness, depression and mood swings, discomfort ("so much discomfort") and premature menopause ("I also went straight into the menopause and suffered all the symptoms that went with that"). The patient was treated with analgesics, antibiotics and surgery (fallopian tubes and essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, reduced bladder capacity and post procedural infection had not resolved and the genital haemorrhage, abdominal distension, dyspareunia, procedural pain, syncope, complication of device insertion, post-traumatic stress disorder, discomfort, premature menopause and complication of device removal outcome was unknown. The reporter considered abdominal distension, complication of device insertion, complication of device removal, discomfort, dyspareunia, genital haemorrhage, pelvic pain, post procedural infection, post-traumatic stress disorder, premature menopause, procedural pain, reduced bladder capacity and syncope to be related to essure. The reporter commented: she could feel every millimeter of the device passing through her womb into her fallopian tube - it was really tortuous and utterly barbaric, at one point she wished she was dead. After essure removal, it was seen that essure coils had been inserted correctly. After removal, she was left with reduced bladder capacity and she also went straight into the menopause and suffered all the symptoms that went with that. Diagnostic results: consultant thought she had fitted the device wrongly. After removal of the essure implants, it was seen that they had been inserted correctly. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-jan-2018 for the following meddra pts (excluding this case): pelvic pain: n° 9638 cases were identified. Reduced bladder capacity: n° 0 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.